Manufacturer narrative:
(B)(4)

Event description:
It was reported that "after inserting the catheter, the physician noticed that air was being drawn into the connector during aspiration. The leak could not be pinpointed. The problem was resolved by opening another set and using the connector contained therein." There were no reports of patient injury, harm, or adverse health consequences associated with this event. No additional medical intervention was reported beyond removal of the affected device, and the procedure was completed successfully following replacement with another device.